Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 18-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused during patient infusion via a peripherally inserted central catheter (PICC); approximately 20-25% remained in the balloon. The device contained 8g flucloxacillin in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.